Event description:
A customer reported a malfunction on a pump after it was dropped. The issue resulted in the customer's blood glucose reaching 433 mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support provided assistance to reset the pump and informed the customer to report any recurring malfunction codes. The issue was resolved, and the customer can continue using the pump.